Event description:
The complainant alleges, "two of the scissors had screws fall out during the case. They had to take x-rays and thankfully neither of the screws ended up in the patient."

Manufacturer narrative:
Awaiting additional information and/or return of the reported device to complete the evaluation.

Manufacturer narrative:
The returned product with missing screws and additional items from the same lot were returned to the supplier on 6/4/2024. Upon the supplier's investigation of the returned devices: device history record (DHR) was retrieved and reviewed by qa & ra department after getting complaint notification from symmetry/aspen. All manufacturing processes and intermediate inspection were performed. The non-conforming returned instruments were physically evaluated and 2 instruments out of 15 instruments were found unscrewed while only 1 instrument out of remaining 13 instruments was found with loose screw during screw torque inspection. Moreover, 12 instrument's screw torque was checked and they were found to be ok. After review of device history record (DHR) and evaluation of non-conforming returned instruments, the potential reason which could lead to this non-conformity appears to be excessive belt grinding at the lower part of the box lock area on the 2 unscrewed instruments leaving less space for threads of screw to be threaded/grip properly. The root cause is determined to be manufacturing error. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "two of the scissors had screws fall out during the case. They had to take x-rays and thankfully neither of the screws ended up in the patient."